Event description:
It was reported that a large volume infusor under infused during infusion. The expected therapy time was 24 hours; however, it was observed that only half the medication was delivered when the patient returned to the hospital to disconnect the device the next day. The device was filled with cefazolin (aft) 6000mg in sodium chloride 0.9% 240ml total volume. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.